Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one retracted unit and three photos. Upon inspection of the received unit and the photos, it was identified that the catheter tip had been damaged. A microscopic inspection of the catheter tip was performed and a characteristic v shape damage was observed which indicates that a needle had pierced through the catheter. This type of defect can occur during the manufacturing process or in the clinical setting. Since the unit was received out of its original packaging, bd could not determine a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was damaged. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported that the needle point was damaged."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported that the needle point was damaged."